Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient forgot the bluetooth device in their settings, turned off bluetooth and then turned it back on again. Patient then removed the g5 application and reinstalled it. Patient entered the transmitter ID, devices sucesfully paired for a few seconds but then signal loss re-occurred. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on (B)(6) 2016. The complaint of loss of connection was confirmed. A root cause could not be determined.